Event description:
A malfunction alarm, identified by malfunction code 12, was reported by the customer. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, ensuring that the malfunction code did not recur. The customer was advised to continue using the pump and to report back if the issue reappears.